Event description:
It was reported to philips that the device displayed a pacer equipment / therapy cable failure message at power up. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.